Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a pause duration of three seconds, however the patient experienced a pause episode for fourteen seconds. The full episode was not detected due to episode termination criteria and a suspended electrocardiogram (ECG). The device remains in use. No patient complications have been reported as a result of this event.